Event description:
The customer reported to olympus, the video system center had no image under the serial digital interface (sdi) channel. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found a defective cm board (printed circuit board). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the diagnostic bronchoscopy procedure was completed using the same set of equipment. The patient was not under anesthesia and there was no delay, injury or death reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that there is no image under serial digital interface channel due to a failure of the main board. Olympus will continue to monitor field performance for this device.